Event description:
Litigation papers allege the patient is at a health risk due to the possible metal debris, metal ion contamination, cobalt and chromium contamination, site specific cancers, as well as other health risks. Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that during the final implantation of the stem a small crack in the femur was discovered. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2005-01704. This report, 1818910-2013-32118, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2005-01704.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was returned to review. Previous review of the device history records for all devices finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. From the information reviewed in this report it is not possible to determine if there was a manufacturing fault. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Product complaint # (B)(4).